Event description:
As reported by an edwards lifesciences field clinical specialist, a 20mm sapien 3 ultra valve, implanted in the aortic position, is failing after approximately 4 years and 3 months. Failure mode is moderate-to-severe central aortic insufficiency with an eccentric jet. Aortic valve mean gradient measured 23mmhg, peak gradient measured 48mmhg. Patient symptomatic with shortness of breath and chest pain. Due to multiple comorbidities and persistent disability, limited treatment options were available. A discussion regarding a tavr valve-in-valve procedure was held, but the patient opted for de-escalation of care and continued on comfort measures, anticipating progression to natural death. The patient passed away in the hospital. Cause of death was listed as tavr valve with mod-severe regurgitation as well as congestive heart failure (chf) exacerbation, acute kidney injury (aki), and nstemi.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The increased gradients and central regurgitation resulting in patient death were confirmed by the provided medical record. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. In addition, elevated gradients may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. As noted, the patient had vast comorbidities (e.g. Hyperlipidemia (hld), diabetes (dm ii) ckd and etc.), which are well-known factors that may increase the risk of early valve degeneration, leading to central regurgitation and increased gradient. As such, available information suggests that patient factors (pre-existing comorbidities, stenosis) may have contributed to the reported event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.